Manufacturer narrative:
Additional information: b5, h4, f10/h6: medical device problem codes (add code), h6, h11. B5: the tubing snapping off resulted in medication leakage. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set snapped off from the leur lock connection. The line was a runner line that contained remifentanil. The line was changed. This occurred during an unspecified process step during or after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.